Manufacturer narrative:
The insulin pump was received with a missing reservoir tube o-ring, broken reservoir tube lip, a missing retainer and a serial number label fading. The insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The insulin pump was cut open to perform visual inspection and found electrical board 7 power connector becoming loose from electrical board a 1 due to severely corroded electrical board a 1. Severe corrosion was also found on the electrical board a 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly. Electrical board a 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board a 1, case, internal battery and motor. Using the battery simulator, the insulin pump was still unable to power up. Blank display was confirmed due to electrical board 7 power connector becoming loose from electrical board a 1 due to severely corroded electrical board a 1. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. A cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case were also noted during visual inspection. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Cosmetic damage was confirmed at the back of the insulin pump. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to electrical board 7 power connector becoming loose from electrical board a 1 due to severely corroded electrical board a 1. During visual inspection, severe corrosion was also found on the electrical board a 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly. The insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and was not turning on. Customer stated that the insulin pump got wet. Customer stated that they had a low blood glucose of 43 mg/dl. Customer stated that rear label of insulin pump was worn. The insulin pump will be returned for analysis.